Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# lb4097, implanted: (B)(6) 2003, product type: lead.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer's representative (rep) they had their implantable neurostimulator (ins) replaced on (B)(6) 2016 with normal impedances intra-operatively and good stimulation coverage post-operatively. A couple of days later the consumer lost stimulation on the right side. At a post-operative visit on (B)(6) 2016 an impedance check was performed with electrodes zero and three being out of range. Reprogramming was performed and stimulation returned on the right side resulting in good bilateral coverage. It was unknown what caused this issue, but following reprogramming the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.